Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right knee revised to address ankylosis (stiffness) of the knee, involving arthrotomy, arthrolysis, and exchange of the polyethylene tibial insert component. Femur, tibial tray, and patella components were retained. Competitor bone cement was used during primary surgery. Doi: (B)(6) 2015; dor: (B)(6) 2016; (right side).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.